Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular procedure on (B)(6) 2019 and suture was used. The needle detached from the suture at the rest of suture length when tying a knot using an instrument during interrupted suturing. There were no adverse consequences to the patient reported.